Event description:
The patient was a 76-year old woman brought to cabell huntington hospital's emergency room by way of ambulance. Upon arrival she had a heart rate of 30 and was in 2 0 heart block. The external pacer (which is the subject of this report) placed on the patient in ER only appeared to function intermittently. The external pacer was discontinued and another pacer was substituted. The patient's care did not appear to be compromised on any way. As a result of the patient's cardiac condition, she died in the intensive care unit later that daydevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, integrated circuit board. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.